Event description:
It was reported that lead noise was observed via review of egm. Noise was not reproducible with isometric testing. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.